Event description:
Hospital advised that this pump came into biomedical engineering with an unsigned note stating it had a problem. The biomedical engineer checked the error log, and observed an error code 307. There was no patient consequence, and no further information available.